Manufacturer narrative:
Occurrence of primary alarm failed was identified during operational check of the v60 ventilator. The international service technician replaced the speaker 2 to correct the issue.

Event description:
The international customer sent the v60 to the service center for routine periodic maintenance. The service technician during operational check identified, error code-1102 "primary alarm failed" occurred. There was no patient involvement.